Event description:
It was reported that a pump alarmed system error 322. Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was not returned to baxter for evaluation and an evaluation could therefore not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.